Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during cataract surgery the intraoperative aberrometer intraocular lens (iol) recommendation was approximately two diopters different than the pre-operative plan. The facility stated the data entry was checked and numbers were confirmed. The surgeon implanted the pre-operative planned iol. Additional information has been requested.